Event description:
Patient reported that two years after implantation with the lapband, patient experienced pain. On examination the surgeon discovered the access port tubing had separated from the band tubing. Surgery to explant and replace access port has occurred.